Event description:
A female patient reported experiencing two recurring cases of (unconfirmed) corneal ulcers while using complete moistureplus. Patient used the solution as "backup" for 5 days in december and then again in january, and experienced corneal ulcer each time. She sought medical treatment and was treated with three "eye drops". Patient has not responded to our requests for additional information and has not provided the solution for evaluation purposes.

Manufacturer narrative:
Batch record review and retain evaluation (chemical and microbiology) were performed. Batch record review for reported lot was performed; no specific cause for this complaint was determined from the review of the manufacturing records and procedures or the inspection reports. Retain unit evaluation results: all chemistry parameters meet specifications. The sterility test meets specifications.